Event description:
During a spay procedure, the suture broke. 26 pieces of suture were clincally applied.

Manufacturer narrative:
10/2/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. During our testing, the sealed samples were tested for tensile strength and met usp average minimum. However, the samples did not meet our internal individual minimum specifications. The foil pouch packaging was examined and no defects were observed which would have caused or contributed to the difficulty reported.